Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient complained of an electric shock to their lower extremities. No action was taken to resolve the issue at the time of the report. No patient complications were reported as a result of this event. Additional information was received from the healthcare professional (hcp). It was reported that no actions were taken and cause of the issue was unknown. No patient complications were reported as a result of this event.